Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported issue is a failed circulation pump. Per wo notes an evaluation of the device showed the flow rate low in bypass. They discussed also there was no record of service for this device, it had over 8000 system hours. They were unaware of the last time the device had pumps replaced. They discussed the 2000 hour service recommendations for the device and would discuss repair options with management. Per follow up information received via task on 20jan2026, biomed emailed and requested a parts quote for a circulation pump. The repair would be completed onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was giving alarms for low flow and air leak. Per wo notes an evaluation of the device showed the flow rate low in bypass. They discussed also there was no record of service for this device, it had over 8000 system hours. They were unaware of the last time the device had pumps replaced. They discussed the 2000 hour service recommendations for the device and would discuss repair options with management. Per follow up information received via task on 20jan2026, biomed emailed and requested a parts quote for a circulation pump. The repair would be completed onsite.

Event description:
It was reported that the arctic sun device was giving alarms for low flow and air leak. Per wo notes an evaluation of the device showed the flow rate low in bypass. They discussed also there was no record of service for this device, it had over 8000 system hours. They were unaware of the last time the device had pumps replaced. They discussed the 2000-hour service recommendations for the device and would discuss repair options with management. Per follow up information received via task on 20jan2026, biomed emailed and requested a parts quote for a circulation pump. The repair would be completed onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.